Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 13 mg/dl. Customer reported that insulin pump suspended and resume while bolusing. Customer was bolused to compensate the yogurt she ate. Insulin pump will not be returned for analysis.